Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, it was reported to animas that the up and contrast keypad buttons were under responsive. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.